Event description:
It was reported that the patient was having headaches that started when the pump was installed. The patient was told by their health care provider (hcp) that the issue would take a few days to resolve; then changed to a few months to resolve. After a few months the patient was told it had nothing to do with the pump. The patient saw a neurologist and a computed tomography (CT) scan was done to check for a cerebral spinal fluid (csf) leak and the results were negative so the feedback was that it was related to the medication in the pump. The patient met with physicians assistants and reported the headache issue every 3-4 weeks for refill intervals. Along with the headaches, symptoms also included ringing in the ear, cramping, shaking when relaxed, problems with upper neck, and nausea. The patient had shakes every night since the pump was implanted. Every time the pump had been increased, the symptoms got worse. In the beginning of 2014, the pump was turned way up (about 150% higher than what it was) and the patient was able to move around and only had shaking when the patient relaxed. It was noted that the patient had shaking all of the time when he relaxed. It was believed that the shaking was due to the dilaudid so it was cut down in 2014 and many of the problems the patient was having went away. Then the patient wasn¿t able to move around again so they increased it back up which made the other symptoms worse. At the end of 2014, the patient had stopped seeing their hcp and wasn¿t worried about withdrawals at the time of the report. It was noted that the patient was going to run out of medication in the week following the report. Additional information received reported the patient¿s pump was going to alarm because he couldn¿t find an hcp to refill the pump. The patient wanted to have a manufacturing representative silence the alarm. The patient¿s insurance had changed and only allowed him to see certain doctors. Doctors would not see the patient because he already had a pump implanted. The patient planned to have the pump explanted and re-implanted by the new hcp that took his insurance. Additional information received on (B)(6) 2015 indicated that the patient tried to have his primary care provider (pcp) shut his pump off, but the pcp declined. The patient was to have the pump removed ¿a week or two¿ following (B)(6) 2015, but the schedule was not yet set. However, the pump was currently alarming. The patient requested a local manufacturer representative to disable the alarm. He could not sleep with the alarm sounding. The patient was currently transitioning to a new pain clinic, who would not see the patient until the pump was removed. Information received on (B)(6) 2015 indicated that the pump was empty due to health insurance limiting access to care. The patient¿s pain clinic referral to have the pump filled was not implemented by his doctor. At the time of the report on (B)(6) 2015, the patient had recovered without permanent impairment. The pump was infusing fentanyl and dilaudid (hydromorphone). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).